Event description:
The customer observed falsely elevated magnesium result generated on the architect c8000 processing module for a male patient. The following results were provided: (customer provided normal range 1.6-2.6 mg/dl) (B)(6) 2023 sid (B)(6) initial result was 8.39 mg/dl, repeat result was 2.04 mg/dl no impact to patient management was reported.

Manufacturer narrative:
The customer inspected the architect c8000 processing module and performed multiple troubleshooting procedures, as recommended by the customer service representative, but was unable to determine a definitive cause of the falsely elevated result. Review of all the information provided by the customer was reviewed. Return testing was not completed as returns were not available. An instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results reported for (B)(6). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect c8000 did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c8000 processing module for serial (B)(6) was identified. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated magnesium result generated on the architect c8000 processing module for a male patient. The following results were provided: (customer provided normal range 1.6-2.6 mg/dl) (B)(6). 2023 sid (B)(4). Initial result was 8.39 mg/dl, repeat result was 2.04 mg/dl no impact to patient management was reported.